Event description:
It was reported that the system 6800 displayed an artifact on the displayed image. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The camera and image intensifier were disassembled, cleaned, and reassembled. Debris on the camera was causing the artifact on the image. The artifact was no longer present. The system was tested and found to be working as intended and placed back into service.